Manufacturer narrative:
The field service engineer could not determine a cause. The engineer replaced the gear pump, rinse tubing, cleaned the rinse nozzles, and adjusted the sample and reagent probes. The issue re-occurred on (B)(6) 2022 and the engineer found a misadjusted reagent probe rinse level. The engineer adjusted the probe rinse level. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The repeat values were deemed correct. The first sample initially resulted in a calcium value of 8.94 mg/dl and repeated as 4.75 mg/dl. The second sample initially resulted in a calcium value of 9.30 mg/dl and repeated as 5.63 mg/dl. The third sample initially resulted in a calcium value of 6.14 mg/dl and repeated as 4.89 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.